Event description:
The customer reported that they were midway into the procedure and the irrigation fluid from the bss bottle ran dry. The eye collapsed, and the procedure was delayed about 30 seconds while the bottle was changed; the eye had been re-inflated. The procedure was completed. However, the patient developed suprachoroidal effusion. The customer stated that the surgical technician was not aware of the volume in the bss bottle, and that there was no leakage reported. They also said that the safeguard on the system "did not go into effect."

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. It should be noted that the accurus 400vs system does not have a "safeguard" function to detect lack of fluid in the fluid pathway. A review of the complaint, service, and manufacturing history data file for the system indicates that there have been no additional complaints, service requests, and preliminary review records (prr) related to the reported event. A trend review for the product indicates that there are no current adverse trends for the reported event type. The eye collapse and the suprachoroidal effusion was caused by the irrigation fluid running out in the IV bottle. However, it is unknown as to how the fluid ran dry.